Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm, nor replicate the reported failure. The instrument passed recognition and engagement testing when placed on an in-house system. The instrument moved intuitively with full range of motion in all directions. The instrument also passed grip management testing successfully. Additional observations not reported by site: scratch marks (.056¿ - .0194¿ in length) with light material removed on the main tube. The scratch marks were not aligned with the tube axis. A broken bipolar yaw pulley was also identified. The broken piece was returned with the device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument could not grip tissue properly. The procedure was completed with no reported injury.